Manufacturer narrative:
Investigation: samples were received and an investigation was performed. A review of the manufacturing records was performed and two non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. On 30jul2019, holdrege received (10) 29ga x 12.7mm, 0.5ml syringes from material 326666, batch 8295667. (7) syringes were in one open polybag, and (3) were in a separate open polybag. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. The needle assemblies were removed from all of the syringes. There was no visible damage to the barrel tips. The 10 syringes were tested per tp700264 using plug gauge, ID# 10301. The 5 unit scale line did not fall within the recessed area of the plug gauge on 9 of the 10 syringes. Per qc700450, if accuracy of scale location is questionable, volumetric testing is to be performed. All ten syringes had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of qc700450, the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. All ten syringes passed volumetric testing using calibrated scale, ID# 13716, and are within specification. The volumetric results ensure that dosing is accurate.

Event description:
It was reported that the first scale marking on the bd ultra-fine¿ insulin syringe was printed in the wrong position and found before use. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from japanese to english: "the first graduation seems to be printed on the wrong position."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the first scale marking on the bd ultra-fine¿ insulin syringe was printed in the wrong position and found before use. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from japanese to english: "the first graduation seems to be printed on the wrong position."